Event description:
Endopath stapler used during appendectomy procedure. Staff reported the endopath stapler would not "fire" and appeared to lock up. A 2nd endopath stapler was obtained, and staff reported the same issue. A 3rd endopath stapler was obtained and worked appropriately.